Event description:
Boston scientific received information that this patient post ancure endograft implant, developed abdominal aortic aneurysm (aaa) sac enlargement without an endoleak. To date no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.